Manufacturer narrative:
(B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad cracked. It was reported that there was no patient impact and that no further information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
Visual examination of the provided photograph identified signs of use and it was fractured. No further information can be obtained from the picture. Product was not returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.